Event description:
The customer reported that more than 100 ml of blue liquid leaked from the coulter lh 750 hematology analyzer that was not contained and she powered off the instrument. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated.

Manufacturer narrative:
The field service engineer (fse) found and replaced tubing that had popped off of blood sampling valve (bsv). The fse also found that the diff heater was damaged due to leaking fluid and replaced it. He ran startup and controls to verify that leak was resolved and that the diff heater was working properly. (B)(4).